Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil is firmly embedded in the tube"), device breakage ("wire which periodically would break into segments because of twisting of the wire"), pelvic pain ("pain / pelvic pain"), endometrial ablation ("ablation"), spinal osteoarthritis ("lumbar spondylosis") and arthritis ("arthritis") in a 44-year-old female patient who had essure (ess205) (batch no. 12264359) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient denies any bladder or bowel incontinence. She denies pain, weakness, pelvic paint breast pain, incisional pain, drainage from the incision site, fever, chills, vaginal discharge, vulvar pain, fatigue, nausea, and vomiting. Previously administered products included for an unreported indication: cephalexin and keflex. Past adverse reactions to the above products included pruritus with keflex; and urticaria with cephalexin. Concurrent conditions included obesity, sciatica, herniated disc, anesthesia, cigarette smoker, alcohol use and amenorrhea. Concomitant products included ascorbic acid (vitamin c), baclofen, celecoxib, clotrimazole, colecalciferol (vitamin d3), cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril), etodolac, etodolac (lodine), gabapentin, hydrocodone, ibuprofen, lisinopril, meloxicam, metaxalone, naproxen sodium (aleve), tramadol hydrochloride (tramadol hcl cf), triamcinolone (triamcinolon) and triamcinolone acetonide. In 2004, the patient experienced nausea ("nausea"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fatigue ("fatigue"). In 2005, the patient experienced migraine ("migraines/headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2005, the patient experienced rash ("skin rashes"). On (B)(6) 2005, 11 months after insertion of essure (ess205), the patient experienced psoriasis ("psoriasis") and alopecia ("hair loss"). In 2008, the patient experienced tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypertension ("high blood pressure"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required), spinal osteoarthritis (seriousness criterion medically significant), arthritis (seriousness criterion medically significant), vaginal infection ("infection (vaginal )"), weight increased ("weight gain"), hepatic lesion ("liver lesion"), back pain ("lower left back pain"), allergic sinusitis ("sinus") and influenza ("flu"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (removal of essure,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)), surgery, surgery (numerous steroid injections and ablation of lumbar nerves) and surgery (toe fusion due to arthritis). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, pelvic pain, endometrial ablation, spinal osteoarthritis, arthritis, psoriasis, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, fatigue, weight increased, hepatic lesion and alopecia outcome was unknown, the rash, vaginal infection, allergic sinusitis and influenza was resolving and the hypertension and back pain had resolved. The reporter considered allergic sinusitis, allergy to metals, alopecia, arthritis, back pain, device breakage, dyspareunia, embedded device, endometrial ablation, fatigue, hepatic lesion, hypertension, influenza, migraine, nausea, pelvic pain, psoriasis, rash, spinal osteoarthritis, tooth disorder, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. (B)(6) 2016 : ultrasound : shows echo footprint or the right essure device, but no left was identified. (B)(6) 2016 : CT scan : the essures are in the correct location on both sides. " concerning the injuries in this case , the following one/ ones were described in patient's medical record : confirming -pelvic pain, rash, back pain, embedded device, device breakage" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil is firmly embedded in the tube"), device breakage ("wire which periodically would break into segments because of twisting of the wire"), pelvic pain ("pain / pelvic pain"), endometrial ablation ("ablation"), spinal osteoarthritis ("lumbar spondylosis") and arthritis ("arthritis") in a 44-year-old female patient who had essure (ess205) (batch no. 12264359) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient denies any bladder or bowel incontinence. She denies pain, weakness, pelvic paint breast pain, incisional pain, drainage from the incision site, fever, chills, vaginal discharge, vulvar pain, fatigue, nausea, and vomiting. Previously administered products included for an unreported indication: cephalexin and keflex. Past adverse reactions to the above products included pruritus with keflex; and urticaria with cephalexin. Concurrent conditions included obesity, sciatica, herniated disc, anesthesia, smoker, alcohol use and amenorrhea. Concomitant products included ascorbic acid (vitamin c), baclofen, celecoxib, clotrimazole, colecalciferol (vitamin d3), cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril), etodolac, etodolac (lodine), gabapentin, hydrocodone, ibuprofen, lisinopril, meloxicam, metaxalone, naproxen sodium (aleve), tramadol hydrochloride (tramadol hcl cf), triamcinolone (triamcinolon) and triamcinolone acetonide. On (B)(6) 2004, the patient had essure (ess205) inserted. In december 2004, the patient experienced fatigue ("fatigue"). In september 2005, the patient experienced rash ("skin rashes"). On (B)(6) 2005, 11 months after insertion of essure (ess205), the patient experienced psoriasis ("psoriasis") and alopecia ("hair loss"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypertension ("high blood pressure"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required), spinal osteoarthritis (seriousness criterion medically significant), arthritis (seriousness criterion medically significant), vaginal infection ("infection (vaginal )"), migraine ("migraines/headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), hepatic lesion ("liver lesion"), back pain ("lower left back pain"), allergic sinusitis ("sinus") and influenza ("flu"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (removal of essure,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)), surgery, surgery (numerous steroid injections and ablation of lumbar nerves) and surgery (toe fusion due to arthritis). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, pelvic pain, endometrial ablation, spinal osteoarthritis, arthritis, psoriasis, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, fatigue, weight increased, hepatic lesion and alopecia outcome was unknown, the rash, vaginal infection, allergic sinusitis and influenza was resolving and the hypertension and back pain had resolved. The reporter considered allergic sinusitis, allergy to metals, alopecia, arthritis, back pain, device breakage, dyspareunia, embedded device, endometrial ablation, fatigue, hepatic lesion, hypertension, influenza, migraine, nausea, pelvic pain, psoriasis, rash, spinal osteoarthritis, tooth disorder, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on 12-jan-2005: total bilateral occlusion 25-feb-2016 : ultrasound : shows echo footprint or the right essure device, but no left was identified. 18-mar-2016 : CT scan : the essures are in the correct location on both sides. " concerning the injuries in this case , the following one/ ones were described in patient's medical record : confirming -pelvic pain, rash, back pain, embedded device, device breakage" most recent follow-up information incorporated above includes: on 30-mar-2018: pfs received. Events ablation, skin rashes, vaginal infection, arthritis, lumbar spondylosis psoriasis, migraines / headaches, high blood pressure, nausea, dental problems, nickel allergy, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, liver lesion, hair loss, sinus, flu", reporter, lot number added from pfs. Events- "coil is firmly embedded in the tube , wire which periodically would break into segments because of twisting of the wire ", concomitant, historical condition, lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil is firmly embedded in the tube"), device breakage ("wire which periodically would break into segments because of twisting of the wire"), pelvic pain ("pain / pelvic pain"), endometrial ablation ("ablation"), spinal osteoarthritis ("lumbar spondylosis") and arthritis ("arthritis") in a 44-year-old female patient who had essure (ess205) (batch no. 12264359) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included genital bleeding. Patient denies any bladder or bowel incontinence. She denies pain, weakness, pelvic paint breast pain, incisional pain, drainage from the incision site, fever, chills, vaginal discharge, vulvar pain, fatigue, nausea, and vomiting. Previously administered products included for an unreported indication: cephalexin and keflex. Past adverse reactions to the above products included pruritus with keflex; and urticaria with cephalexin. Concurrent conditions included obesity, sciatica, herniated disc, anesthesia, cigarette smoker, alcohol use and amenorrhea. Concomitant products included ascorbic acid (vitamin c), baclofen, celecoxib, clotrimazole, colecalciferol (vitamin d3), cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril), etodolac, etodolac (lodine), gabapentin, hydrocodone, ibuprofen, lisinopril, meloxicam, metaxalone, naproxen sodium (aleve), tramadol hydrochloride (tramadol hcl cf), triamcinolone (triamcinolon) and triamcinolone acetonide. In 2004, the patient experienced nausea ("nausea"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fatigue ("fatigue"). In 2005, the patient experienced migraine ("migraines/headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2005, the patient experienced rash ("skin rashes"). On (B)(6) 2005, 11 months after insertion of essure (ess205), the patient experienced psoriasis ("psoriasis") and alopecia ("hair loss"). In 2008, the patient experienced tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypertension ("high blood pressure"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required), spinal osteoarthritis (seriousness criterion medically significant), arthritis (seriousness criterion medically significant), vaginal infection ("infection (vaginal )"), weight increased ("weight gain"), hepatic lesion ("liver lesion"), back pain ("lower left back pain"), allergic sinusitis ("sinus"), influenza ("flu") and musculoskeletal pain ("buttocks radiating down pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (numerous steroid injections and ablation of lumbar nerves) and surgery (toe fusion due to arthritis). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, pelvic pain, endometrial ablation, spinal osteoarthritis, arthritis, psoriasis, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, fatigue, weight increased, hepatic lesion, alopecia and musculoskeletal pain outcome was unknown, the rash, vaginal infection, allergic sinusitis and influenza was resolving and the hypertension and back pain had resolved. The reporter considered allergic sinusitis, allergy to metals, alopecia, arthritis, back pain, device breakage, dyspareunia, embedded device, endometrial ablation, fatigue, hepatic lesion, hypertension, influenza, migraine, musculoskeletal pain, nausea, pelvic pain, psoriasis, rash, spinal osteoarthritis, tooth disorder, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 230 lbs. Prior to essure placement procedure plaintiff went to physician due to extreme bleeding, she suggested an endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. (B)(6) 2016 : ultrasound : shows echo footprint or the right essure device, but no left was identified. (B)(6) 2016 : CT scan : the essures are in the correct location on both sides. "Concerning the injuries in this case , the following one/ ones were described in patient's medical record : confirming -pelvic pain, rash, back pain, embedded device, device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: significant correction done. Event added: buttocks radiating down pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil is firmly embedded in the tube/migrated'), device breakage ('wire which periodically would break into segments because of twisting of the wire/ left a fragment behind in your uterus/fragmenting issue'), salpingitis ('distal portions of both tubes are histologically normal with rare minute foci of chronic inflammation, foreign body giant cell reaction;bilateral'), pelvic pain ('pain / pelvic pain') and endometrial ablation ('ablation') in a 44-year-old female patient who had essure (ess205) (batch no. 12264359, 12260753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. Patient denies any bladder or bowel incontinence. She denies pain, weakness, pelvic paint breast pain, incisional pain, drainage from the incision site, fever, chills, vaginal discharge, vulvar pain, fatigue, nausea, and vomiting. Current weight 230 lbs. (B)(6) 2016 : ultrasound : shows echo footprint or the right essure device, but no left was identified. (B)(6) 2016 : CT scan : the essures are in the correct location on both sides. Previously administered products included for an unreported indication: cephalexin and keflex. Past adverse reactions to the above products included pruritus with keflex; and urticaria with cephalexin. Concurrent conditions included obesity, sciatica, herniated disc, anesthesia, cigarette smoker, alcohol use and amenorrhea. Concomitant products included ascorbic acid, baclofen, celecoxib, clotrimazole, colecalciferol (vitamin d3), cyclobenzaprine, etodolac, etodolac (lodine), gabapentin, hydrochlorothiazide;moexipril hydrochloride (moexipril hydrochloride and hydrochlorothiaz.), hydrocodone, ibuprofen, lisinopril, meloxicam, metaxalone, naproxen sodium (aleve), tramadol hydrochloride (tramadol hcl cf), triamcinolone (triamcinolon) and triamcinolone acetonide. In 2004, the patient experienced nausea ("nausea"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fatigue ("fatigue"). In 2005, the patient experienced migraine ("migraines/headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2005, the patient experienced rash ("skin rashes"). On (B)(6) 2005, the patient experienced psoriasis ("psoriasis") and alopecia ("hair loss"), 11 months after insertion of essure (ess205). In 2008, the patient experienced tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypertension ("high blood pressure"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), spinal osteoarthritis ("lumbar spondylosis"), arthritis ("arthritis"), vaginal infection ("infection (vaginal )"), hepatic lesion ("liver lesion"), back pain ("lower left back pain"), allergic sinusitis ("sinus"), influenza ("flu"), musculoskeletal pain ("buttocks radiating down pain") and hypoaesthesia ("left leg numbness"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, toe fusion due to arthritis, numerous steroid injections and ablation of lumbar nerves and removal of essure,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, salpingitis, pelvic pain, endometrial ablation, spinal osteoarthritis, arthritis, psoriasis, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, fatigue, weight increased, hepatic lesion, alopecia, musculoskeletal pain and hypoaesthesia outcome was unknown, the rash, vaginal infection, allergic sinusitis and influenza was resolving and the hypertension and back pain had resolved. The reporter considered allergic sinusitis, allergy to metals, alopecia, arthritis, back pain, device breakage, dyspareunia, embedded device, endometrial ablation, fatigue, hepatic lesion, hypertension, hypoaesthesia, influenza, migraine, musculoskeletal pain, nausea, pelvic pain, psoriasis, rash, salpingitis, spinal osteoarthritis, tooth disorder, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: prior to essure placement procedure plaintiff went to physician due to extreme bleeding, she suggested an endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Lot number: 12264359, 12260753 " concerning the injuries in this case , the following one/ ones were described in patient's medical record : confirming -pelvic pain, rash, back pain, embedded device, device breakage, salpingitis " lot number: 12260753 manufacture date: 2004-07 expiration date: 2005-09. Lot number: 12264359 manufacture date: 2004-06 expiration date: 2005-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil is firmly embedded in the tube/migrated'), device breakage ('wire which periodically would break into segments because of twisting of the wire/ left a fragment behind in your uterus/fragmenting issue'), salpingitis ('distal portions of both tubes are histologically normal with rare minute foci of chronic inflammation, foreign body giant cell reaction;bilateral'), pelvic pain ('pain / pelvic pain') and endometrial ablation ('ablation') in a 44-year-old female patient who had essure (ess205) (batch no. 12264359, 12260753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. Patient denies any bladder or bowel incontinence. She denies pain, weakness, pelvic paint breast pain, incisional pain, drainage from the incision site, fever, chills, vaginal discharge, vulvar pain, fatigue, nausea, and vomiting. Current weight 230 lbs. (B)(6) 2016 : ultrasound : shows echo footprint or the right essure device, but no left was identified. (B)(6) 2016 : CT scan : the essures are in the correct location on both sides. Previously administered products included for an unreported indication: cephalexin and keflex. Past adverse reactions to the above products included pruritus with keflex; and urticaria with cephalexin. Concurrent conditions included obesity, sciatica, herniated disc, anesthesia, cigarette smoker, alcohol use and amenorrhea. Concomitant products included ascorbic acid, baclofen, celecoxib, clotrimazole, cholecalciferol (vitamin d3), cyclobenzaprine, etodolac, etodolac (lodine), gabapentin, hydrochlorothiazide;moexipril hydrochloride (moexipril hydrochloride and hydrochlorothiaz.), hydrocodone, ibuprofen, lisinopril, meloxicam, metaxalone, naproxen sodium (aleve), tramadol hydrochloride (tramadol hcl cf), triamcinolone (triamcinolon) and triamcinolone acetonide. In 2004, the patient experienced nausea ("nausea"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fatigue ("fatigue"). In 2005, the patient experienced migraine ("migraines/headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2005, the patient experienced rash ("skin rashes"). On (B)(6) 2005, the patient experienced psoriasis ("psoriasis") and alopecia ("hair loss"), 11 months after insertion of essure (ess205). In 2008, the patient experienced tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypertension ("high blood pressure"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), spinal osteoarthritis ("lumbar spondylosis"), arthritis ("arthritis"), vaginal infection ("infection (vaginal )"), hepatic lesion ("liver lesion"), back pain ("lower left back pain"), allergic sinusitis ("sinus"), influenza ("flu"), musculoskeletal pain ("buttocks radiating down pain") and hypoaesthesia ("left leg numbness"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, toe fusion due to arthritis, numerous steroid injections and ablation of lumbar nerves and removal of essure, hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, salpingitis, pelvic pain, endometrial ablation, spinal osteoarthritis, arthritis, psoriasis, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, fatigue, weight increased, hepatic lesion, alopecia, musculoskeletal pain and hypoaesthesia outcome was unknown, the rash, vaginal infection, allergic sinusitis and influenza was resolving and the hypertension and back pain had resolved. The reporter considered allergic sinusitis, allergy to metals, alopecia, arthritis, back pain, device breakage, dyspareunia, embedded device, endometrial ablation, fatigue, hepatic lesion, hypertension, hypoaesthesia, influenza, migraine, musculoskeletal pain, nausea, pelvic pain, psoriasis, rash, salpingitis, spinal osteoarthritis, tooth disorder, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: prior to essure placement procedure plaintiff went to physician due to extreme bleeding, she suggested an endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Lot number: 12264359, 12260753. "Concerning the injuries in this case, the following one/ ones were described in patient's medical record : confirming -pelvic pain, rash, back pain, embedded device, device breakage, salpingitis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information, lot number added. Event: distal portions of both tubes are histologically normal with rare minute foci of chronic inflammation, foreign body giant cell reaction;bilateral' added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil is firmly embedded in the tube/migrated'), device breakage ('wire which periodically would break into segments because of twisting of the wire/ left a fragment behind in your uterus/fragmenting issue'), salpingitis ('distal portions of both tubes are histologically normal with rare minute foci of chronic inflammation, foreign body giant cell reaction;bilateral'), pelvic pain ('pain / pelvic pain') and endometrial ablation ('ablation') in a 44-year-old female patient who had essure (ess205) (batch no. 12264359, 12260753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. Patient denies any bladder or bowel incontinence. She denies pain, weakness, pelvic paint breast pain, incisional pain, drainage from the incision site, fever, chills, vaginal discharge, vulvar pain, fatigue, nausea, and vomiting. Current weight 230 lbs. (B)(6) 2016 : ultrasound : shows echo footprint or the right essure device, but no left was identified. (B)(6) 2016 : CT scan : the essures are in the correct location on both sides. Previously administered products included for an unreported indication: cephalexin and keflex. Past adverse reactions to the above products included pruritus with keflex; and urticaria with cephalexin. Concurrent conditions included obesity, sciatica, herniated disc, anesthesia, cigarette smoker, alcohol use and amenorrhea. Concomitant products included ascorbic acid, baclofen, celecoxib, clotrimazole, colecalciferol (vitamin d3), cyclobenzaprine, etodolac, etodolac (lodine), gabapentin, hydrochlorothiazide;moexipril hydrochloride (moexipril hydrochloride and hydrochlorothiaz.), hydrocodone, ibuprofen, lisinopril, meloxicam, metaxalone, naproxen sodium (aleve), tramadol hydrochloride (tramadol hcl cf), triamcinolone (triamcinolon) and triamcinolone acetonide. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced nausea ("nausea"). In (B)(6) 2004, the patient experienced fatigue ("fatigue"). In 2005, the patient experienced migraine ("migraines/headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2005, the patient experienced rash ("skin rashes"). On (B)(6) 2005, the patient experienced psoriasis ("psoriasis") and alopecia ("hair loss"), 11 months after insertion of essure (ess205). In 2008, the patient experienced tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypertension ("high blood pressure"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), spinal osteoarthritis ("lumbar spondylosis"), arthritis ("arthritis"), vaginal infection ("infection (vaginal )"), hepatic lesion ("liver lesion"), back pain ("lower left back pain"), allergic sinusitis ("sinus"), influenza ("flu"), musculoskeletal pain ("buttocks radiating down pain") and hypoaesthesia ("left leg numbness"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, toe fusion due to arthritis, numerous steroid injections and ablation of lumbar nerves and removal of essure,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, salpingitis, pelvic pain, endometrial ablation, spinal osteoarthritis, arthritis, psoriasis, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, fatigue, weight increased, hepatic lesion, alopecia, musculoskeletal pain and hypoaesthesia outcome was unknown, the rash, vaginal infection, allergic sinusitis and influenza was resolving and the hypertension and back pain had resolved. The reporter considered allergic sinusitis, allergy to metals, alopecia, arthritis, back pain, device breakage, dyspareunia, embedded device, endometrial ablation, fatigue, hepatic lesion, hypertension, hypoaesthesia, influenza, migraine, musculoskeletal pain, nausea, pelvic pain, psoriasis, rash, salpingitis, spinal osteoarthritis, tooth disorder, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: prior to essure placement procedure plaintiff went to physician due to extreme bleeding, she suggested an endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Lot number: 12264359, 12260753. " concerning the injuries in this case , the following one/ ones were described in patient's medical record : confirming -pelvic pain, rash, back pain, embedded device, device breakage, salpingitis " lot number: 12260753 manufacture date: 2004-07 expiration date: 2005-09. Lot number: 12264359 manufacture date: 2004-06 expiration date: 2005-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil is firmly embedded in the tube/migrated'), device breakage ('wire which periodically would break into segments because of twisting of the wire/ left a fragment behind in your uterus/fragmenting issue'), pelvic pain ('pain / pelvic pain') and endometrial ablation ('ablation') in a 44-year-old female patient who had essure (ess205) (batch no. 12264359) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding. Patient denies any bladder or bowel incontinence. She denies pain, weakness, pelvic paint breast pain, incisional pain, drainage from the incision site, fever, chills, vaginal discharge, vulvar pain, fatigue, nausea, and vomiting. Current weight 230 lbs. Previously administered products included for an unreported indication: cephalexin and keflex. Past adverse reactions to the above products included pruritus with keflex; and urticaria with cephalexin. Concurrent conditions included obesity, sciatica, herniated disc, anesthesia, cigarette smoker, alcohol use and amenorrhea. Concomitant products included ascorbic acid, baclofen, celecoxib, clotrimazole, colecalciferol (vitamin d3), cyclobenzaprine, etodolac, etodolac (lodine), gabapentin, hydrochlorothiazide;moexipril hydrochloride (moexipril hydrochloride and hydrochlorothiazide.), hydrocodone, ibuprofen, lisinopril, meloxicam, metaxalone, naproxen sodium (aleve), tramadol hydrochloride (tramadol hcl cf), triamcinolone (triamcinolon) and triamcinolone acetonide. On (B)(6)2004, the patient had essure (ess205) inserted. In 2004, the patient experienced nausea ("nausea"). In (B)(6) 2004, the patient experienced fatigue ("fatigue"). In 2005, the patient experienced migraine ("migraines/headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2005, the patient experienced rash ("skin rashes"). On (B)(6) 2005, the patient experienced psoriasis ("psoriasis") and alopecia ("hair loss"), 11 months after insertion of essure (ess205). In 2008, the patient experienced tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypertension ("high blood pressure"). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), spinal osteoarthritis ("lumbar spondylosis"), arthritis ("arthritis"), vaginal infection ("infection (vaginal )"), hepatic lesion ("liver lesion"), back pain ("lower left back pain"), allergic sinusitis ("sinus"), influenza ("flu"), musculoskeletal pain ("buttocks radiating down pain") and hypoaesthesia ("left leg numbness"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, toe fusion due to arthritis, numerous steroid injections and ablation of lumbar nerves and removal of essure,hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the embedded device, device breakage, pelvic pain, endometrial ablation, spinal osteoarthritis, arthritis, psoriasis, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, fatigue, weight increased, hepatic lesion, alopecia, musculoskeletal pain and hypoaesthesia outcome was unknown, the rash, vaginal infection, allergic sinusitis and influenza was resolving and the hypertension and back pain had resolved. The reporter considered allergic sinusitis, allergy to metals, alopecia, arthritis, back pain, device breakage, dyspareunia, embedded device, endometrial ablation, fatigue, hepatic lesion, hypertension, hypoaesthesia, influenza, migraine, musculoskeletal pain, nausea, pelvic pain, psoriasis, rash, spinal osteoarthritis, tooth disorder, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: prior to essure placement procedure plaintiff went to physician due to extreme bleeding, she suggested an endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6)2005: results: total bilateral occlusion. (B)(6)2016 : ultrasound : shows echo footprint or the right essure device, but no left was identified. (B)(6)2016 : CT scan : the essures are in the correct location on both sides. " concerning the injuries in this case , the following one/ ones were described in patient's medical record : confirming -pelvic pain, rash, back pain, embedded device, device breakage." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: event added: "left leg numbness". New reporter was added. On (B)(6)2020: social media report received, new reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.